Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review lot 8b02216 was manufactured on 02/24/2018 in the bodolay line with a total of 8,640 market units. A batch record review was performed on 08/03/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 187957 sap material ID 1704769 and manufacturing order 1390830. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary based on the investigation findings through evaluation of the batch records documentation, processes observation and processes replication the investigation concluded that the most likely explanation for the dressing caught in seal was divided in: 1. The monthly preventive maintenance of bodolay does not mention specifically the critical points to be verified in the sealing station. Wear down on the sealing station cause the weak and open sealing detected in non-conformity tw# 1035345. At the moment of the failure, the rubber, tefflon and cylinders of the sealing station presented wear down caused by regular manufacturing. Lot number 8d03572. 2. Open sealing cause by red tape is originated by a red tape that comes from the raw material. The vision system in the bodolay line uses infrared technology causing the tape to be hard to detect by the vision system. Lot number 8e03986 3. Defect caught in seal is generated by vibration of the machine as part of its regular manufacturing process, further controls will be established to detect this defect as part of the actions. Lots 8e03879 and 8e05204. 4. The vision system does not detect some sealing failure modes (dressing slightly caught in seal and weak sealing) because is not configured to do it. This defects are hard to detect otherwise due the design and nature of the bodolay high speed technology. Lots 8d03572, 8e03879, 8e03986, 8e05204 and 8f00830. 5. As an opportunity for improvement, the periodical control perform according pi29-006 and documented in mr29-006 by manufacturing could be improve to help detect sealing defects. Lots 8d03572, 8e03879, 8e03986, 8e05204 and 8f00830. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing was caught in the packaging seal. Photographs depicting the reported complaint issue were provided by the complainant.